Event description:
A staff member was able to hook the output tube (wall oxygen) to the primary outlet. No alarms sounded to warn the nurse the oxygen was hooked up to the primary outlet. We would suggest that the primary outlet be color coded or a warning label placed on equipment stating do not hook up medical air or oxygen to primary outlet. When analyzing the flow of oxygen it was determined that the rate was 100% versus what was designated by the knob setting. The oxygen percentage knob screw had become loose, however the knob was still turning appropriately and the staff could not tell that the screw was loose. The fitting on the knob does not have a mechanism for stopping at each designation on the dial, it was not detected by staff. Again, there were no alarms to warn staff that the knob had become loosened.